Event description:
The patient reported experiencing elevated blood glucose levels of approximately 328 mg/dl after approximately 36-48 hours of pod wear on the arm. The patient noted insulin leakage during wear. Upon removal of the pod, the cannula appeared abnormal and described as ¿larger than usual.¿ the patient applied a new pod and successfully resumed therapy. The device was returned for investigation, and the cannula was found to be kinked.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls that would indicate an issue with insulin delivery. A kink was observed in the exposed soft cannula. The kink led the length of the soft cannula to measure out of specifications at 1.0475 inches. The exact time and cause of the soft cannula damage could not be determined. The observed damage did not prevent the fluid from traveling the complete fluid path. No leaks were observed. No problem was found regarding the reported leaking during wear event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.